Manufacturer narrative:
(B)(4). The end of production for this device was (B)(6) 2009; the end of service was (B)(6) 2012. The customer reported that he will retire this unit.

Event description:
The reporter stated that during the power on self test (post) the display was missing segments on this device. There was no patient involved.